Manufacturer narrative:
Mentor received additional event information that the patient also experienced right-sided implant rupture. As a result, the patient underwent explantation without replacement on (B)(6) 2021, and bilateral implant rupture was confirmed upon explantation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, granuloma, capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the complaint device had been discarded and is unable for return. However, a photo was provided, and limited visual analysis was performed. The investigation was completed on (B)(6) 2021. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding the explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 600cc mentor memorygel breast implants experienced post-operative bilateral capsular contracture (unknown grade) and left-sided implant rupture and granuloma. The patient reported that left-sided rupture and granuloma nodule by the left upper abdomen were confirmed by pet scan. At the time of this report, the patient is planning on explantation, but mentor has received no information regarding the explantation date. This medwatch report is for the left-sided implant.

Manufacturer narrative:
Mentor received additional event information that the patient actual date of device explantation was (B)(6) 2021. Manufacturer¿s reference number: (B)(4).